Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
It was reported to the company sales representative "that the suture pulls away from needle very easily. Suture snapping easily." All med watch submissions related to this report are: 3003639970-2018-00509.

Manufacturer narrative:
Samples received: 29 unopened and 2 open pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 12,744 units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 29 closed samples and 2 open and used units with the thread broken (needles are connected to the thread). No further analysis can be done to the open samples received. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.99 kgf in average and 1.75 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.39 kgf in average and 1.07 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.